Manufacturer narrative:
Pt weight: the customer did not provided the patient demographic: weight. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. The fse performed a system check which failed due to a high washed mean. He replaced the peristaltic pump tubing and performed a passing washed portion of the system check. All verification testing passed within published performance specifications. In conclusion, a hardware malfunction of the peristaltic pump tubing is the cause of the non-reproducible access accutni+3 result. All mdrs associated with this report: 2122870-2015-00164, 2122870-2015-00165, 2122870-2015-00166, 2122870-2015-00167.

Event description:
The customer reported non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system (serial number (B)(4)) for five patients. This report addresses the non-reproducible elevated access accutni+3 result obtained on (B)(6) 2015 for one patient. The customer reanalyzed the patient sample on an alternate access 2 immunoassay system analyzer (serial number (B)(4)) and obtained a negative result, within the customer's normal reference range. There was report of patient injury or change in patient treatment associated with this event as the patient was admitted to the hospital. MDR 2122870-2015-00165 addresses the non-reproducible result obtained on february (B)(6) 2015 for one patient. MDR 2122870-2015-00166 addresses the non-reproducible result obtained on (B)(6) 2015 for another patient. MDR 2122870-2015-00167 addresses the non-reproducible results obtained on (B)(6) 2015 for the final two patients. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. Quality control (qc) level 1, run after the generation of the non-reproducible result recovered outside the customer's established range high. Level 2 qc recovered just outside of 2 sd (standard deviations) low and level 3 qc recovered within the customer's established ranges. System check and calibration data was not supplied. The patient's sample was collected in a becton dickinson (bd) tube and was centrifuged at 3,800 rpm (revolutions per minute) for five minutes. No issues with sample integrity were reported by the customer.